Event description:
I had a total right hip replacement on (B)(6) 2007. A depuy pinnacle articuleze metal-on-metal device was used and a left total hip was performed on (B)(6) 2008, with a depuy pinnacle metal-on-metal device used as well. Pain began in (B)(6) 2010 approx, and continued to increase. Elevated metal levels noted in (B)(6) 2011, signaled add'l concern. Doctors encourage a revision asap. Revision for right hip was on (B)(6) 2011 and left hip was (B)(6) 2011. Reason for use: osteoarthritis of the right hip.